Manufacturer narrative:
The device was not returned for analysis. An event of difficult advancement through calcified iliac arteries was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported difficult advancement through calcified iliac arteries appear to be related to patient condition. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported on 18 march 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had severe calcification. During the procedure it was noted that there was difficulty advancing the delivery system past the calcified iliac arteries. The delivery system was removed from the patient and the vessel was ballooned. Upon removal of the delivery system it was noted that the distal end of the valve capsule appeared flared and there were several dents mid-way. A new 27mm navitor vision valve and a large flexnav delivery system was used to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.